Event description:
A caller reported experiencing a continuous glucose monitor (cgm) error 42 related to their g7 sensor. There was no adverse impact to the customer¿s blood glucose level. Before contacting support, the caller had already reset the pump, and with guidance from technical support, they successfully completed the pump reset and were able to start their sensor session without further errors.